Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
It was reported that the patient underwent a staged bilateral knee arthroplasty on (B)(6) 2014. Subsequently, the patient was reported to be unhappy about the left knee. There is approximately 4 degrees of residual valgus in the left knee. There is no revision planned currently.